Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough sample analysis or batch record review could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: event # 2: reports the clamp was rolled shut prior to disconnecting from the patient in pacu. When disconnected the gravity set, it was leaking. There were no problems noted when rolling the clamp. There was no patient injury.